Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a set up a broken bur was observed inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.